Manufacturer narrative:
The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available. Customer provided information on reprocessing done at the facility: pre-cleaning immediately, within five minutes, after the patient procedure. Water was drawn through the operational/suction channel with a suction pump until the suctioned liquid was clean. The forceps elevator was moved up and down three times during the suctioning. Aspiration was not from both the first and second position of the suction valve. There is no damage to any reprocessing accessories. Time taken between pre-cleaning and manual cleaning is less than 60 minutes. Device has been tested for leakage according to the instructions for use (IFU). The detergent used is mediclean forte manufactured by dr. Weigert. Brushing was done for operational/suction duct, suction cylinder port, and operational channel. Detergent has not been suctioned through them. The brush been introduced into the operational channel from the suction cylinder. The forceps elevator has been brushed. The distal tip has been brushed with the canal opening brush and maj-1888. The air/water channel, operational/suction channel, and auxiliary channel have been flushed. The accessories described in the user manual have not been rinsed. The forceps elevator has been moved (up/down) during cleaning with the detergent. The distal tip has not been flushed with maj-2319. The automatic endoscopy reprocessor (aer) used getinge ew2, manufactured by getinge detergent used with aer is pokayoke and disinfectant used with aer is pokayoke a + b. Both are manufactured by getinge. All detachable parts (valves, leak test cap) are removed from the endoscope. The endoscopes are stored in the dryer for maximum up to 30 days. There is a clear system in place to prevent the exchange/cross-contamination of contaminated or reprocessed endoscopes/accessories. Olympus has provided training on reprocessing and training records are available. There are no findings on handling of the accessories.

Event description:
As reported by the customer for this event, the device suction channel tested (B)(6) for bacteria with multiple testing conducted. Bacteria found is greater than (B)(6). There is no reported harm to any patient.

Manufacturer narrative:
Information added.

Event description:
This supplemental report is to inform that upon further review, this is a duplicate report that was submitted under 8010047-2022-01373.